Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery. Also, it was noted that the customer's fill estimate was inaccurate. The customer's blood glucose level was 140 mg/dl. The customer was able to reload the cartridge successfully. Reportedly, the customer would continue to use the pump until replacement pump is received.

Manufacturer narrative:
Fill estimate: no failure identified.